Event description:
It was reported that during a flow diverter embolization procedure for an unruptured, saccular aneurysm located in the right internal carotid artery, the pipeline embolization device experienced several issues. The accessed vessel was the femoral artery. The vessel exhibited severe tortuosity, and during the opening of the pipeline flex shield, the distal part did not open completely. After a second attempt, the ptfe sleeves disengaged, and the distal opening was achieved. However, the stent failed to open in the middle section, which was positioned on a bend, despite several maneuvers. The device detached from its pushwire approximately 3mm before reaching the point of no return, resulting in a loss of control over the stent. The pipeline was compressed in the phenom 27. The physician, with considerable difficulty, was able to resheath the device using the phenom 27 microcatheter and successfully remove it from the patient. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. It was reported the pipeline opened prematurely. There was no friction or difficulty during the procedure. The pushwire was not rotated or pulled back at anytime during the procedure. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was reported as good. No patient complications have been reported as a result of this event. Ancillary devices include: neuron max sheath, catalyst 5f guide catheter, phenom 27 150 cm miroccatheter, and synchro guidewire

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (229459757). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that vessel tortuosity was moderate/middle severe. The procedure was completed by implanting a acandis derivo device. The cause of the failure to open/ resistance was not determined. No abnormal friction was experienced. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ as found condition: the pipeline flex shield was found stuck inside the distal tip of the phenom 27 catheter, within the inner pouch, outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube was found to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end and middle section were not opened and frayed, while the proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined with no damages found. However, the catheter body was found to be accordioned from 2.0 cm to 7.9 cm, and at 15.0cm to 28.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out of the catheter lumen with difficulty. Both the total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and found to be patent. It was also tested using an in-house 0.026¿ mandrel through the catheter hub without any issue; however, resistance was noted at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the braid's distal end and middle section were not opened and were frayed. The cause of failure to open could not be determined. Possible causes for the failure to open could include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. Braid damage can result from over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the pipeline flex shield was returned stuck inside the distal tip of the phenom 27 catheter. Both the pipeline flex shield and the catheter were found to be damaged. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that a high force was likely used. This damage may have resulted from the customer's attempts to advance or retrieve the pipeline flex shield through the catheter against resistance. However, the cause of the resistance could not be determined. Possible resistance causes include severe vessel tortuosity and/or the lack of the continuous flush with heparinized saline during delivery. However, the customer indicated that continuous flush was used, which rules this out as a potential cause. In the event, the severe vessel tortuosity may have contributed to the resistance during delivery or retrieval. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.